Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated use testing. The gas module passed all the pre-use checks tests. During long term ventilation tests with a test lung, the ventilator alarmed for low pressure and low expiratory minute volume at one occasion. Thereafter, the long term test continued for approximately one month more without any alarm. The oxygen gas module was tested in our production system for gas modules. One measuring parameter was out of specification indicating a drift problem with the delta pressure transducer. A recalibration of the oxygen gas module was performed. During the succeeding test, all the measurement parameters were within specification. The reported issue could be confirmed in the received device log files.

Event description:
(B)(4).

Event description:
It was reported that the o2 gas module in the ventilator failed during pre-use checks. There was no patient involvement reported. (B)(4).